Manufacturer narrative:
. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
It was reported the patient had experienced pain at the ipg site due to its location. The patient underwent surgical intervention on (B)(6) 2016 to address the issue. During the procedure, the doctor moved the ipg to a new location. However, the ipg became inoperable following the relocation. The ipg was able to communicate with external devices prior to the procedure. As a result, the ipg was explanted and replaced.